Manufacturer narrative:
Date of event - estimated since unknown. Implant date - estimated since unknown.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted on an unknown date. During a follow up, transesophageal echocardiogram (tee) noted there was a blood cyst and mobile thrombus attached to the face of the closure device. The patient will continue oral anticoagulant medication and will have another tee at a later date.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted on an unknown date. During a follow up, transesophageal echocardiogram (tee) noted there was a blood cyst and mobile thrombus attached to the face of the closure device. The patient will continue oral anticoagulant medication and will have another tee at a later date. It was further reported the original implant date was (B)(6) 2021. The device was implanted using ice guidance with no leak or gutter present at the time of implant. Three partial recaptures were performed to position the device at the level of the ostium. Follow-up tee performed on (B)(6) 2022 revealed the cyst but no thrombus. Additional follow-up tee performed on (B)(6) 2022 showed the thrombus in addition to the cyst. It was described as highly mobile, tear drop shaped cyst with pedunculated stalk arising from the watchman device and measures .99x1.0cm. A mobile thrombus can be seen attached to this cyst.

Manufacturer narrative:
B3: date of event - corrected d6a: implant date - corrected.